Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Elevated bg was addressed by correction bolus via pump. Customer updated their pump settings to address the event.